Manufacturer narrative:
Additional information received indicates that the device evaluation was performed by a company field service engineer (fse). The report of the black password screen was verified during evaluation. The mainboard was replaced, and the device passed all verification testing. The reported issue was due to a defective mainboard.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during startup, the device had a black screen with a password box in the middle. Complainant indicated that there was no patient involvement in the reported issue.